Event description:
It was reported that the surgeon implanted a toric intraocular lens (iol)zct400, 15.0 diopter into the patient's eye and the lens dropped after the surgeon rotated the lens a few times. The surgeon did not remove the lens but closed up the patient's eye and sent the patient to retinal specialist. No suture or vitrectomy was performed at the time of the surgery. Reportedly, the surgeon at the retinal specialist removed the lens and placed with a monofocal lens. It was reported that the patient is doing well. In follow-up it was stated that it was not a product issue. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.